Event description:
A malfunction was reported with a code labeled as malf 9; however, there were no notable events preceding the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not reappear afterward. The customer was advised to continue using the pump and to reach out if the issue recurred, which the customer acknowledged and understood.